Manufacturer narrative:
Updated d1, d4 serial number, catalog number and primary UDI number. Updated h4. Added b01, c02, c07, d0301 per results of the device evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.